Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was fractured approximately 9.8 cm from the distal tip; the catheter's shaft began to stretch approximately 134.0 cm from the hub; the fractured distal tip was kinked approximately 0.5, 4.0 and 8.0 cm from the distal tip. Conclusions: evaluation of the returned device confirmed that the 3maxc was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. Further evaluation revealed that the 5max ace was not damaged and was used with a stent retriever to complete the procedure. These catheters are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the cavernous sinus of the internal carotid artery (ica) using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician attempted to access the target vessel using another manufacturer's guide catheter, a guide wire, the 3max and a penumbra system 5max ace reperfusion catheter (5max ace). However, the 3max became entrapped around the ophthalmic artery in the cavernous sinus of the internal carotid artery and the physician manipulated the 3max in order to push up the 5max ace. Due to the patient's anatomy and to the location of the target vessel where the siphon was curving, the 3max was bending. While the 3max was bending, the physician pushed up the 5max ace and subsequently, the 3max became fractured. The physician removed both the 3max and the 5max ace from the patient and completed the procedure using a stent retriever and the same 5max ace. There was no report of an adverse effect to the patient.